Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a cosmetic damage and power error detected alarm. The customer¿s blood glucose was 155 mg/dl. Troubleshooting steps were provided for cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the active current measurement, self test and displacement test. Insulin pump was received with power error alarm due to non-sleep anomaly software error. Device was received with high sleep current due to corroded battery tube. Device was received with cracked case along the side of the battery tube.